Manufacturer narrative:
Failure analysis confirmed that the insulin pump was had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor, corroded keypad traces, cracked case at display window corner (upper right corner) and broken reservoir tube lip. Analysis was unable to test for button/keypad anomaly due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. Customer's blood glucose was 219 mg/dl. The customer stated insulin pump was exposed water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.